Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to a generator change procedure with a right atrial lead that exhibited low p-wave amplitudes and had a history of noise. No noise observed during preparation and recovery. Physician tried a new right atrial lead. After multiple attempts, the new lead exhibited similar amplitude values to the old lead. Physician decided to leave the old lead in place. Patient was stable before, during, and after the procedure.